Event description:
There was a report of the pump displaying a reset screen unexpectedly. A blood glucose level of 500 mg/dl (27.7 mmol/l) was not exceeded, indicating there was no adverse impact to the customer¿s blood glucose level. The customer received education from technical support about the pump¿s safety features and necessary actions following a reset, such as manually restarting cgm sessions and reloading the cartridge. The customer acknowledged the information and successfully resumed insulin.